Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the physician opted to upgrade the patient's implantable cardioverter defibrillator. While doing so, the physician then decided to cap and replace the patient's right ventricular lead due to high impedance on (B)(6) 2018. The patient was stable throughout.